Manufacturer narrative:
The device was explanted as the recipient was reportedly not hearing with the device. In-situ test results showed open circuit on all electrodes. Analysis revealed damaged wires along the helix section of the electrode lead. This report is filed on august 13, 2019.

Manufacturer narrative:
This report is submitted on may 3, 2019.

Event description:
Per the clinic, all the electrodes were open circuit resulting in a diagnosis of device failure. The implanted device remains.

Manufacturer narrative:
The explanted device has been received at cochlear limited on (B)(6) 2019. Per the document returned with the device, the implant was explanted on may 27, 2019 due to non auditory sensations and suspected device failure. The recipient was reimplanted with a new device during the same surgery. Analysis of the returned device is in progressing. This report is filed on june 28, 2019.